Manufacturer narrative:
Device discarded.

Event description:
It was reported that while in use with a patient the blanket started leaking beyond the connection. It was further reported that water was running down the clear tubing from the blanket itself indicating there may be a hole in the blanket. The patient was not adversely affected and no clinically relevant delay in treatment was reported.